Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there was an issue with this lead, possibly a connection issue. They stated: presenting is clean. Non-sustained ventricular tachycardia from oct slight noise. Sensitivity is programmed at 3mv. No other information was provided and there was no mention of intervention.